Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem.the root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during drain 5 of 5 . The baxter technical representative (tsr) explained the alarm. The care giver (cg) stated that the home patient (hp) did not disconnect, there were no unused lines and no leaks. The tsr had the cg cycle power and the hc alarmed se 2367. The tsr assisted the cg to retrieve the cassette. The tsr advised the cg to let the registered nurse (rn) know about the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. Per the hp, she was not sure why the alarm occurred. The hp did not disconnect at anytime. The hp stated the supplies were discarded and the lot number was not known. The hp resumed therapy on the cycler without any problems the following day. No patient injury or medical intervention was reported.